Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, new damages/defects were observed: flickering image. Based on the results of the investigation, the most probable cause of the complaint is no problem detected, which is either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device a device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had an image problem, image broken (blurred). This issue was found during an unspecified procedure. There were no reports of patient harm.